Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a disconnection from the tubing and the drip chamber. Close visual inspection revealed that solvent was applied to the tube and it was fully inserted in the chamber. On observing the disconnection of the tube to the chamber together with the production manager, there is not a specific process that this issue may be directly attributed to. As per sample analysis, it is evident that solvent was applied to the tube and a full insertion was applied. Hence the exact root cause that has lead to this reported non-conformance cannot be established. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of an administration set that disconnected while preparing the set before usage. The tubing of the set disconnected from the drip chamber. The set was filled with nacl. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.